Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette alarm". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned in good condition for investigation. The investigator could not duplicate the customer's complaint. The pump's pmu mode indicated that the cassette detect sensor was operational. The pump was determined to be operating normally. It was recommended that the pump's dso/cd be replaced as a preventative measure.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was received for evaluation. The pump was powered on and the event log was downloaded the pump was ran in "pmu mode". After running in pmu mode, it was indicated that the cassette detect sensor was operational. Based on the investigation, the complaint was not confirmed. The reported problem was unable to be duplicated and no issue was found with the pump. The pump operated normally.